Event description:
A customer contacted beckman coulter (bec) and reported that their coulter act 8/10 analyzer was leaking from the white blood cell (wbc) bath and began generating hemoglobin (hgb) error messages. The volume of the leak was approximately quarter cup. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with troubleshooting and recommended that the customer put straight bleach in the bath to clear any potential clots. The customer bleached the wbc bath and the instrument began to generate hgb errors. A service visit was set up and a field service engineer (fse) was dispatched on-site. Fse observed that the instrument was no longer overflowing or leaking but was still generating hgb error messages. Upon inspection, fse found that an electrode was bent in the wbc bath. Fse straightened the bent electrode and the instrument was then running without any issues. Repair was verified per established procedures and results met published performance specifications. The cause of the leak was a plugged wbc bath drain, causing it to overflow. The cause of the hgb error message was a bent electrode. However for this occurrence the instrument operated as intended by alerting the operator of an instrument problem by generating the error messages. (B)(4).